Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2019-00080. It was reported the patient's leads migrated out of the epidural space. Reportedly, surgical intervention was undertaken wherein both leads were replaced with new leads which resolved the issue.

Manufacturer narrative:
Corrected data: regulatory report, the reportable aware date was inadvertently entered as (B)(4) 2018 instead of (B)(4) 2019 in supplement report 01. Reportable aware date updated.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2019-00080.